Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer's mother reported that the insulin pump was cracked around the reservoir and battery compartment. Blood glucose level was 64.8 mg/dl at the time of the call. No further information was provided.